Event description:
The patient contacted animas on (B)(6) 2012, reporting a low blood glucose of 26-30 mg/dl with shaking, sweating, and inability to concentrate. The patient was reportedly able to treat the low blood glucose with oral carbohydrate. The patient was unsure of the date of the event. The patient reported that the low blood glucose was a result of priming while attached to the tubing. Customer support advised the patient to be sure to always disconnect from the tubing during the prime step to prevent further low blood glucose levels. This report is made based on the allegation that the patient experienced hypoglycemia after priming while attached.

Manufacturer narrative:
The pump has not been requested back at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reported event was attributed to use error of the device. The pump user guide instructs the patient to disconnect before performing the rewind load and prime steps. Additionally, the pump reminds the patient to disconnect when entering the ez prime menu. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2013 with the following findings: a review of the black box shows no activity outside normal use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump correctly displays the warning to disconnect prior to priming. Flow accuracy testing could not be performed due to an unrelated force sensor failure, which is addressed under a separate complaint. The pump cover was removed to inspect the printed circuit board and the power flex, and no defects were found. Unrelated to the complaint, evaluation revealed a discolored/faded display screen. Also unrelated to the complaint, evaluation revealed that all keypad buttons are intermittently responsive. The keypad was found to be intact; no peeling or lifting was observed. There was evidence of keypad contamination found under all key contacts.